Event description:
A user facility clinic manager reported via fax that the bain fistula needles causes patients to bleed excessively. (B)(4). This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).